Event description:
Total impactor handle broke while the surgeon was impacting the femoral implant.

Manufacturer narrative:
Itotal impactor handle broke while the surgeon was impacting the femoral implant. The surgery was completed successfully using a spare sterile impactor handle. Review of the device history record indicates that the device was manufactured to specification.